Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was the patient reported having difficulty charging the ins. The patient indicated that they can't get the implant battery to charge. The patient was able to connect to the ins with the patient remote and the controller battery was 70% charged and the ins was displaying the red indicator (0-9% charged). The patient claims that the implanted device is implanted in the left hip area. The patient was able to get the ins to connect for charging, the controller displayed both good and excellent status during the call and would switch between the poor recharge quality screen. The patient reported that they did not have any falls that would have affected the position of the ins in the pocket. The issue was not resolved through troubleshooting. The patient indicated that they would attempt to charge more at a later time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.